Manufacturer narrative:
Insulin pump had a blank display due to moisture on electronic assembly. Insulin pump had moisture damage on motor, cracked case at display window corner cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that insulin pump was exposed to moisture/fluid. It was reported that pump was used in water, and does not switch on. . The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).